Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The device was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. A deformation in the tube was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The deformation most likely occurred after the device was released for distribution. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical level 1® hotline® disposable administration set was reported to cause an over temperature alarm to two different hot line units. There was no reported patient injury.